Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, while the device was being used for the resection of the lung tissue, the surgeon was able to press the green button, but was not able to squeeze the handle. The device was not able to fire. A new device was used to complete the case. No injury.